Event description:
It was reported that shaft break occurred requiring additional intervention. The target lesion with in-stent restenosis was located in the mildly tortuous and calcified right coronary artery. Following pre-dilatation with a 2.5x20mm balloon catheter, a 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the middle of the shaft fractured. The device was removed by snaring, and the procedure was successfully completed with another stent. There were no patient complications nor injuries reported and the patient was fully recovered.

Manufacturer narrative:
The synergy xd mr us 2.75 x 32mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The hypotube shaft identified a break at 75cm distal to the distal end of the strain relief. No issues were identified with the outer/mid-shaft section or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. The stent was set between the proximal and distal markerbands and there was no sign of movement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and had not been subjected to positive pressure. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred requiring additional intervention. The target lesion with in-stent restenosis was located in the mildly tortuous and calcified right coronary artery. Following pre-dilatation with a 2.5x20mm balloon catheter, a 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the middle of the shaft fractured. The device was removed by snaring, and the procedure was successfully completed with another stent. There were no patient complications nor injuries reported and the patient was fully recovered.